Event description:
Customer reportedly received results of 507mg/dl on the inform system, and 200mg/dl on a lab value within 10 minutes. The discrepant results were obtained at a hospital. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent. Inform system: meter, comfort curve test strip lot number 549526, exp. Date 02/29/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.